Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with pacing impedance measurements above 3,000 ohms in both unipolar and bipolar configurations. There was intermittent loss of ventricular capture when the lead was manipulated. The rv lead was surgically abandoned in the patient and successfully replaced. The pacemaker was also explanted and replaced with an MRI compatible model. No additional adverse patient effects were reported.